Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver would not turn on. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A boot and charge was performed and the receiver passed. The receiver download was reviewed and the logs contained an err67 firmware error, an 'rttloss' event, 'screenerroralarm' events, and 'hwerror:hwbat i2c read failed.' Hardware errors within the relevant dates. A functional test was performed and the receiver failed the set time test; however, the receiver passed all relevant tests. The receiver was opened for internal visual inspection and the receiver passed. A charge was performed and the receiver battery had voltage within tolerance. The customer complaint of the receiver would not turn on was confirmed. The root cause could not be determined. The reported issue of the receiver would not turn on is reportable based on the finding of error icon displays.